Event description:
When released the stent not worked. "As per cc form": patient with inoperable carcinoma of pancreatic head. Access to dch via papilla wasn¿t possible, therefore ptc from right anterior hepatic branch, caught wire via papilla (rendezvous procedure). Uncomplicated sphincterotomy. Balloon dilation of intense intrapancreatic stenosis. Introduction of evo without problem, started to release until point of no return, removed safety wire. When the safety was removed there was no more resistance, the stent didn¿t deploy, the red marker on handle moved forward. Tried to recapture the stent which wasn¿t possible. Managed to pull back the whole evo system. Finished with an evo-10-11-8-b which they had on stock. Lab evaluation (B)(6) 2022. Visual inspection: lock wire not returned. Inner cannula exposed. Stent partially deployed. Red marker at the start of handle. Functional inspection: handle actuating fine. Stent deployed as intended. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? Happened during stent placement. 2. What endoscope type and channel size was used? 4.2 channel. 3. What was the position of the elevator? Elevator was open. 4. Details of the wire guide used (diameter, type, make)? Boston jagwire 0.0035¿ wire. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Zip port upwards. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes, see above and pictures. 7. Please advise the anatomical location of the intended target site. See 6. 8. How long was the stent in the patient by the time this complaint occurred? 2 minutes . Stricture 3cm long, lumens 3mm. No resistance when introducing the wire or evo was dilated product was inspected by dr. Schmidt and two nurses before usage no resistance during insertion into patient directional button was only used when they tried to recapture the stent final stent placement was confirmed.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the lab re-evaluation on 31jan2023.

Manufacturer narrative:
Device evaluation: the device evaluation of evo-fc-10-11-6-b for lot c1892789 device took place on 26th aug 2022. Lock wire not returned. Inner cannula exposed on return. Stent partially deployed. Handle actuating fine. Stent deployed as intended. Device was re-evaluated on 31st jan 2023. Device opened. All cogs intact. No issue observed with inner cannula. The initial device evaluation reporting an issue with the inner cannula was an error. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1892789 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1892789 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, IFU which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use", when stent point-of-no-return has been passed, disconnect luer lock fitting and remove safety wire completely from delivery handle.'' And '' note: it is not possible to recapture stent after the outer catheter radiopaque marker passes the second inner catheter radiopaque marker.'' There is no evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer : impression: per the complaint report, patient had a pancreatic cancer that was resulting in a severe stricture involving the common bile duct. Using a rendezvous procedure with incorporation of percutaneous biliary access, the endoscopists was able to perform a sphincterotomy and balloon dilatation of the common bile duct/intrapancreatic stenosis. Report states an evolution biliary stent was advanced over the wire across the area of stenosis without difficulty. However, while deploying the stent, the stent did not deploy completely. The stent was partially deployed to the point of no return after which the safety wire was removed however, the remaining portion of the stent could not be deployed. Attempts at recapturing the stent ¿wasn¿t possible¿. The physician managed to pull the entire system out and a new stent was deployed back across the intrapancreatic stenosis. The complaint report describes when the safety wire was removed there was no more resistance suggesting the trigger was not actuating the retractable sheath component of the device. The device was mailed back to the manufacture who commented that the handle actuated normally, and the stent deployed as intended. Furthermore, the device was opened and all the cogs were intact and not stripped. Given the device appears to have worked normally ex vivo, the described event may have been related to partial depression of the directional switch, disengaging the retractable sheath. Potentially, pushing the directional switch in and out completely may have resulted in the re-engagement of the gears and the device would have deployed correctly. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to the partial depression of the directional button during attempted deployment of the stent as the device functioned as intended during the laboratory evaluation. It is possible that the directional button became disengaged once the safety wire was removed after the stent had been partially deployed to the point of no return. The dis engagement of the directional button may have put the button in a neutral position which would stop the actuation of the retraction sheath for deployment and recapture of the stent. The stent would be unable to be fully deployed if the retraction sheath was unable to be reattracted. It is possible that a difficult patient anatomy may have caused a build of pressure which lead to the disengagement of the directional button or that the user unintentionally hit off/disengaged the button during deployment. Confirmation of complaint complaint is confirmed based on customer testimony. Summary of investigation according to the customer the stent did not deploy fully. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed potentially to the partial depression of the directional button during attempted deployment of the stent as the device functioned as intended during the laboratory evaluation. It is possible that the directional button became disengaged once the safety wire was removed after the stent had been partially deployed to the point of no return. The dis engagement of the directional button may have put the button in a neutral position which would stop the actuation of the retraction sheath for deployment and recapture of the stent. The stent would be unable to be fully deployed if the retraction sheath was unable to be reattracted. It is possible that a difficult patient anatomy may have caused a build of pressure which lead to the disengagement of the directional button or that the user unintentionally hit off/disengaged the button during deployment. Complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the receipt of image review on 13-mar-23 and due to completion of the investigation on 08-may-23 and an update to the investigation conclusions.